Event description:
This is a report of a customer that experienced a connection issue between the homechoice cassette and the transfer set. The nurse reported that there were two cassettes that would not tightly connect to the transfer set. The luer connectors were intact; however, the threads seemed to be either missing or worn out. There were no issues with the transfer set or the adapter, as they were able to use other cassettes to connect properly. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 2 of 2 associated with this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).